Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen outcome on a galileo neo, when tested on (B)(6) 2015.

Manufacturer narrative:
Immucor technical support used an electronic remote connection method to assess the instrument test well images on the (B)(4) 2015. An immucor field service engineer visited the customer site on (B)(4) 2015 and found the instrument in question to be operating as expected.